Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose of 800 mg/dl and 49 mg/dl respectively. The customer¿s current blood glucose value was 260 mg/dl. The other blood glucose levels were 324 mg/dl, 300 mg/dl, 80 mg/dl. The customer treated low blood glucose with food and high blood glucose with insulin pump and manual injection. The customer did not experience any symptoms due to high or low blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer performed troubleshooting. The insulin pump will not be returned for analysis.